Manufacturer narrative:
On 5-dec-2021, additional information was received indicating the patient has not exhibited any neurological symptoms since the procedure was completed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and a thrombus issue occurred. It was reported there was thrombus attached to shaft after about 2hours had passed since the procedure was started. The issue was resolved by changing the pentaray nav high-density mapping eco catheter to a new one. The procedure was completed without patient's consequence. Device evaluation details: on 5-jan-2022, the device was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and irrigation test of the returned device. Visual analysis of the returned device revealed no physical damage. However, residues of reddish material were observed, this could be to the thrombus reported by the customer. An irrigation test was performed, in accordance with bwi procedures. The catheter failed the test since the irrigation tube was found folded inside the tip area. The irrigation tube damage that was found is not considered to be MDR reportable since the most likely consequence is an intraprocedural delay. And the potential risk that it could cause or contribute to a serious injury or death is remote a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. Explanation of codes: investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) and component code: hose (g04069) were selected as related to the identified folded irrigation tube. Investigation findings: environment problem identified (c15) / investigation conclusions: cause not established (d15) were selected as related to the reported thrombus issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and a thrombus issue occurred. It was reported there was thrombus attached to shaft after about 2hours had passed since the procedure was started. The issue was resolved by changing the pentaray nav high-density mapping eco catheter to a new one. The procedure was completed without patient's consequence.